Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 26x3mm, concentric, de novo target lesion was located in the left anterior descending artery. Following predilatation, residual stenosis at 60%. A promus drug eluting stent was selected for use. However, during introduction, the stent slipped off from the balloon inside the guiding catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Brand name update from promus everolimus eluting coronary stent system to promus element plus.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 26x3mm, concentric, de novo target lesion was located in the left anterior descending artery. Following predilatation, residual stenosis at 60%. A promus element plus drug eluting stent was selected for use. However, during introduction, the stent slipped off from the balloon inside the guiding catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.